Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04517. The patient received his scs system on (B)(6) 2011, including two extensions (with different lot numbers). It was reported the patient had invalid impedance on several contacts. The physician performed surgical intervention on (B)(6) 2011, and decided both extensions needed to be replaced. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.